Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an open ileocaecal resection and adhesiolysis, the jaws of the device would not reopen. It is unknown if the device was applied to tissue at the time, and if so, how it was removed from the tissue. There was no harm to the patient.